Manufacturer narrative:
(B)(4). Suhel y. Kotwal (2012) " intramedullary rod and cement static spacer construct in chronically infected total knee arthroplasty" the journal of arthroplasty, vol 27 no. 2. Common device name - biomet products reported in this article include the vanguard knee and orthopedic salvage system knee. Concomitant medical devices ¿ unknown biomet femoral component catalog #: ni lot #: ni, unknown biomet tibial component catalog #: ni lot #: ni. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2017-05672 / 05673).

Event description:
It is reported in a journal article that one patient required irrigation, debridement, prostheses retention and exchange of a polyethylene bearing three (3) to ten (10) weeks post-operatively to treat an infection. Subsequently the patient required amputation. Attempts have been made to retrieve additional information, but no further information is available at this time.